Event description:
Update: (B)(6) 2013-sales rep reported patient underwent revision procedure due to patient request. There is no new additional information that would affect the investigation.

Event description:
Litigation papers allege, the patient experienced elevated levels of metal ions in his blood, bilateral hip pain, difficulty walking, numbness, popping, grinding, and shooting pain into the bone.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Update (B)(4) 2012- plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Event description:
Litigation papers allege the patient experienced elevated levels of metal ions in his blood, bilateral hip pain, difficulty walking, numbness, popping, grinding, and shooting pain into the bone. **update** 8/9/2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. **update**04/24/2013-sales rep reported revision surgery on left hip due to pain and or discomfort.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.